Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, clinical analysis of procedural images indicates that the images are consistent with the reported event.

Event description:
It was reported that during the procedure in the mildly tortuous, mildly calcified, mid left anterior descending artery for treatment of an 85% de novo lesion, a distal edge dissection occurred after deployment of a 3.0 x 33 rx xience prime stent. A 2.75 x 12 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.